Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2014, v sensing integrity counts up to 183; vt-ns episodes with evidence of lead noise oversensing. Rv sensitivity programmed to 1.2mv. Rv capture threshold last measured 6v on (B)(6) 2012; rv pacing is programmed off.

Event description:
It was reported that the customer indicated the right ventricular (rv) lead was not functioning adequately. There was a lot of noise on the lead due to sensing issues and the pacing threshold had increased significantly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.